Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide the lot number: sjbamu. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Events submitted via 2210968-2022-09057, 2210968-2022-09058, 2210968-2022-09059, 2210968-2022-09060, 2210968-2022-09061, 2210968-2022-09063, 2210968-2022-09064, 2210968-2022-09065, 2210968-2022-09066, 2210968-2022-09067, and 2210968-2022-09068.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6)2022 and the barbed suture was used. During surgery, the anchors were not catching in the tissue. The suture was scissoring. There were no adverse patient consequences reported. Additional information has been requested.